Event description:
Device malfunction: failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the vessel locator wings did not retract upon removal of the device from the patient's anatomy. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.